Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an irregular rhythm. It was noted that the right ventricular (rv) lead exhibited crosstalk with the right atrial (ra) lead. It was suspected that the ra lead dislodged which presented as far field r-wave (ffrw) over-sensing on the electrograms (egm). The leads remain in use. No further patient complications have been reported as a result of this event.